Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant attempt, the pacing threshold on the atrial lead was high in multiple atrial locations. Another lead was implanted with thresholds in the normal range. The physician suspected a lead issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the pacing threshold on the atrial lead was high in multiple atrial locations. Another lead was implanted with thresholds in the normal range. The physician suspected a lead issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.